Manufacturer narrative:
Internal report #(B)(4). Returned test strips evaluated with defect found; showed indication of black chemistry. Most likely underlying root cause of malfunction noted in the complaint: improper storage of test strips in high humidity areas.

Event description:
Consumer complaint of e-3 error; test strip error. Investigation of returned test strips produced e-3 error. Blood test attempted during call of (B)(6) 2015 with result e-3 after blood sample applied to strip. Test strip lot manufacturer's expiration date is 12/31/2015 and open vial date is not verified. Verified storage of product is within instructed spec. Adverse event not reported.